Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated. There was no reported product deficiency. The reported cerebrovascular accident (stroke), hemorrhage, hypotension, stenosis and bradycardia, are listed in the corresponding products instructions for use (IFU), as known adverse events associated with carotid and coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional adverse patient effect of death is being filed under a separate medwatch report#.

Event description:
This event was captured based on literature review of the article: acute and long-term results of carotid stenting under proximal embolic protection using the gore flow reversal system. Carotid artery stenting (cas) was performed in 86 patients between march 2001 and august 2009. There were 90 stents deployed including: multiple non-abbott stents, the xact stents, acculink stents and a vision stent. Endpoints were stroke and death, as well as the occurrence of restenosis and need for re-intervention. Clinical outcomes were as follows: stroke/death rate at one month was 2.3%. Combined ipsilateral stroke / death rate at one year was 4.6%. Average yearly ipsilateral stroke rate (including the first 30 days) was 0.96%. The restenosis rate was 5.74% (5/87). Additional neurological complications included: unconsciousness: 5, aphasia: 6, hemiparesis and neglect: 1, bradycardia 2, hypotension 6, transient ischemic attack (tia): 3, contralateral minor stroke: 1, intracerebral hemorrhage: 1. No additional information was provided.